Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or reassess device within 90 days. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or reassessed device within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or reassess device within 90 days. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature discharge of battery and error code 1003. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the device observation was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.